Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 sensor, a prefilled cartridge, and a contact detach steel infusion set, with blood glucose at 390 mg/dl persisting for more than 90 minutes after a supply change; assistance was provided to change only the infusion site, confirm drops, connect a new site, and resume insulin delivery, and the cause remained unclear. Symptoms included hyperglycemia without additional clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.